Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 106 mg/dl, 257 mg/dl, and 206 mg/dl (aviva connect) and 133 mg/dl, and 139 mg/dl (aviva). Readings occurred with the same vial of test strips. No adverse event was reported. Return of the suspect device was requested for evaluation.